Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 3.00 x 38 synergy drug-eluting stent was advanced with the support of a non-bsc guide extension catheter, however the device failed to reach the lesion. The device was removed and it was noted that the stent was deformed. The procedure was completed with another 3.00 x 38 synergy drug-eluting stent . No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with the first two distal struts raised from the crimped stent profile and stretched distally over the markerband. The damage most likely occurred during attempts to cross a calcified lesion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the midshaft section found one kink at 4.5cm distal from the hypotube to the midshaft bond. The damage most likely occurred due to excessive tensile force being applied to the delivery system. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 3.00 x 38 synergy¿ drug-eluting stent was advanced with the support of a non-bsc guide extension catheter, however the device failed to reach the lesion. The device was removed and it was noted that the stent was deformed. The procedure was completed with another 3.00 x 38 synergy¿ drug-eluting stent . No patient complications were reported and the patient's status was good.